Event description:
It was reported that prior to procedures at the healthcare facility, a black foreign particle was found in the sterile packaging of the instruments battery. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that prior to procedures at the healthcare facility, a black foreign particle was found in the sterile packaging of the instruments battery. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.